Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that needle guard came off during use with a bd eclipse¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) while lowering needle guard on 25g/5/8 syringe, needle guard came off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Medical device lot #: 9249067 & 8249067 were provided as possible lot #s. However, those are not lots manufactured for a 305759. A supplemental will be submitted if actual lot # is acquired. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle guard came off during use with a bd eclipse¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) while lowering needle guard on 25g/5/8 syringe, needle guard came off.

Event description:
It was reported that needle guard came off during use with a bd eclipse¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) while lowering needle guard on 25g/5/8 syringe, needle guard came off.

Manufacturer narrative:
The following fields have been updated with additional information: medical device lot #: 9056803. Medical device expiration date: 2024-02-28. Device manufacture date: 2019-02-25.